Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient had a tka. Subsequently the patient has been revised due to unknown reasons.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin-peg cmntd fem md PMA catalog #: not reported lot #: not reported, medical product: oxf uni tib tray sz c rm PMA catalog #: not reported lot #: not reported, medical product: unk oxford bearing catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00732, 3002806535-2019-00734.

Event description:
It was reported by the sales representative that the patient had a tka. Subsequently the patient has been revised due to unknown reasons.